Event description:
It was reported that during treatment of an aneurysm, the coil was advanced within the microcatheter. The microcatheter lost access to the aneurysm. It was decided to re-sheath the coil. Upon withdraw it was observed that the coil was not moving via fluoroscopy. The pusher was removed and the coil was observed to have prematurely detached from the delivery pusher. A syringe was attached to the microcatheter and aspirated as the coil and catheter were removed together. The coil was removed from the catheter outside the patient and it was observed to be stretched. No harm or injury was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The pusher and microcatheter were the only components received for evaluation. The implant was not found inside the returned microcatheter. The investigation of the returned pusher found the implant to be separated from the pusher with no signs of activation on the pusher's heater coil. The returned microcatheter was found damaged 2cm from the distal end. This damage creates a decrease in inner diameter, which would cause increased resistance/friction during retraction. The investigation determined the separation of the implant is consistent with the implant becoming stuck and then experiencing retraction forces that exceeded the strength of the monofilament. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature separation as a possible complication associated with use of the device.